Manufacturer narrative:
The oad was returned to csi. Analysis revealed the crown to be detached and not returned for analysis. There was evidence of residual solder on the driveshaft at the crown bond location. A non-csi guide wire was used, however, the exact root cause of the event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
During device preparation, advisement was given to the physician to use a viperwire advance guide wire in accordance with the stealth 360 peripheral orbital atherectomy device (oad) instructions for use. The oad was advanced over a non-csi guide wire and advanced to the anterior tibial artery (at). A treatment was performed on low speed and medium speed in the proximal at. The crown was advanced distally and a treatment was performed on low speed. The crown was observed to be detached from the driveshaft. The oad was removed. The crown was observed near the treated lesion. An attempt was made to retrieve the detached crown with a balloon, however, the balloon ruptured upon inflation. A second balloon was used to remove the crown. Balloon angioplasty was performed to complete the procedure. The patient was stable.